Event description:
It was reported that during a left hemicolectomy procedure the device cut but failed to apply the staples. Another device was used to finish the procedure. There was no pt consequence.